Event description:
On (B)(6) 2012, the pt was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2013, computed tomography scan revealed a distal type I endoleak off a 12mm contralateral limb ((B)(4)) on the right side. The physician indicated the pt's right common iliac artery was heavily calcified, and may have compromised device apposition to the vessel wall. On (B)(6) 2013, the physician occluded the right hypogastric artery with an amplatzer plug, and extended the stent graft system on the right side with a gore excluder aaa endoprosthesis iliac extender component. The distal type I endoleak was resolved, and the pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak.